Event description:
The freestyle libre continuous glucose monitor is horribly inaccurate. So much so that it should not be on the market. My blood sugar, measured by multiple meters, is consistently 50 to 60 points higher than the libre claims. It's so bad that you can (B)(6) "freestyle libre inaccurate" and read literally thousands of consumer complaints about the utter uselessness of this device. How is it possible that the FDA has done nothing about this? FDA safety report ID# (B)(4).